Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The procedure was treating lesions in the post tibial and peroneal vessels. A 3.0x28mm ion stent was advanced and implanted successfully. Next a 3.5x24mm ion stent was advanced and successfully implanted and post dilated with a 3.5x30mm unspecified device inflated to 13 atm's. Then a 5.0x120mm non bsc stent wad advanced to overlap in the peroneal artery, but the tip of the 5.0x120mm stent caused stent deformation of the 3.5x24mm ion which was noted on fluoro. The 5.0x120mm stent was removed and it was noted that the stent deformation of the 3.5x24mm ion stent was severe. The deformation was fixed by implanting a 3.5x38 ion stent inside the 3.5x24mm ion stent successfully completing the procedure, with improved leg pulse. No patient complications were reported. In a follow up visit, the patients ulcers on her leg were healing nicely.

Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).